Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The patient presented with an ongoing chest pain. Vascular access was obtained via the femoral artery. The discreet target lesion was located in the left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long drug-eluting stent was implanted to treat the lesion. Post procedure, the patient was transferred to the critical care unit (ccu). However, after a few hours, the patient's condition suddenly deteriorated and the patient died. No autopsy was done and the cause of death is unknown.